Event description:
During the coronary artery bypass graft surgery, the punch caused a star shaped tear in the aorta. The tear was repaired by using pledget sutures. The surgeon completed the procedure without additional complications to the patient.